Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer states that they were unable to do a 12 lead ECG. No patient impact.